Event description:
Information was received from a patient (pt) via manufacturer representative (rep) regarding an external device. It was reported that the pt was having intermittent implantable neurostimulator (ins) recharging difficulties. The pt was brought on the call and reports for about 2 weeks she has seen intermittent error messages on the controller during recharge sessions. Pt reports they cant remember if the message was software problem, system problem, or recharger problem, but that it did say to call medtronic. Pt was currently attempting to initiate recharging session with the controller battery at 100% and ins battery percentage at 60%, able to get "good" recharge quality for a few minutes, but then reports it changes to no device found screen. Pt reports she hit recharge option, and it goes to passive recharge screen but shows 0, 0, 1 across the bottom. Pt reports at this point they usually reset the controller by removing the battery pack, then power it back on and try again. The pt also reported that they will see a "no device found" message despite the ins being at 50%. Pt also reports that the small block on the recharger with the serial number gets hot during use. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.